Event description:
It was reported that t-wave oversensing, r-wave undersensing and lead dislodgement were observed. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.